Manufacturer narrative:
Additional information was received that the patient underwent a surgical procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg could not hold a charge. The stimulator had not worked the same since a lightning struck close to the patient¿s house. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient¿s ipg could not hold a charge. The stimulator had not worked the same since a lightning struck close to the patient¿s house. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg could not hold a charge. The stimulator had not worked the same since a lightning struck close to the patient¿s house. The patient will undergo a revision procedure.